Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during setup, the main alarm of the device failed and cannot be used. There was no harm or injuries to the patient or user. Per a good faith effort response received, it was confirmed that in the process of setting up the device, the main alarm of the equipment fails, and the alarm cannot be eliminated. The issue occurred before therapy and required a device swap. There was no delay to therapy noted. The hospital reported that the equipment has returned to normal use and returned to service but did not give details of the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.